Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch verio2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient reported that the product issue began at 12pm on (B)(6). The patient reported obtained a blood glucose reading of 164 and 149mg/dl on the subject meter and 144 and 123mg/dl on an accu chek meter, obtained within 30 minutes of each other. Based on statistical methodology, these results meet lifescan's criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient reported that a few minutes prior to obtaining the reported readings they developed symptoms of "trembling and dizziness". The patient reported self-treating these symptoms with food/drink. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia while using the subject meter.